Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and device rupture.

Event description:
A patient reported a "capsular contracture," baker grade unknown and "rupture." This record relates to an unknown side. The device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed in the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: deformation is observed. Wear abrasion is observed. Brown and yellow particles were observed on the shell. No further actions are required as the device was implanted.

Event description:
A patient reported left side "capsular contracture," baker grade unknown and "rupture." The device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
This record relates to left side.

Event description:
A patient reported a "capsular contracture," baker grade unknown and "rupture." This record relates to an unknown side. The device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
A patient reported left side "capsular contracture" baker grade unknown and "rupture." The device has been explanted and replaced with a non allergan device.